Manufacturer narrative:
Correction: (B)(4). Additional info: (B)(4).

Event description:
New information received notes that during the procedure on 10/19/2016 for an elective cardioversion for af and biventricular pacing internal defibrillation safety threshold safety margin check, patient went to abnormal rhythm, acute pea cardiac arrest following induction of the ventricular fibrillation, cardiac and septic shock, acute kidney injury, acute respiratory failure, acute blood loss and coagulopathy. During defibrillation safety threshold safety margin check, vf was induced through fibber method which was undersensed. The patient eventually expired few days later.

Event description:
It was reported that the patient had intraoperative cardiac arrest during internal defibrillation threshold safety margin check and cardioversion on (B)(6) 2016. The patient expired on (B)(6) 2016. The cause of death was reported to be arrhythmic cardiac. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time. The device is included in the fsca advisory for premature battery depletion.